Event description:
It was reported that the patient's pacemaker was explanted and replaced due to potential early battery depletion. The patient's status was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. Final analysis found current battery levels within normal range and no indication of premature battery depletion or battery problem was noted. No anomalies were found.